Event description:
It was reported that the patient wanted to start using the implantable neurostimulator (ins) therapy again. It was noted that they had two ins systems implanted (one on each hip). In addition, it was reported that the device(s) were working well for about a year and now they were not ¿working at all¿. Specifically, the patient had a return of bladder symptoms and had not felt stimulation for about a year. It was noted that the patient had 4 ¿bad falls¿ in the past year. Also, the patient had not seen their physician for about a year. The patient was able to communicate with the device with the programmer unit. The patient was on program 4 at 2.0 volts and could feel stimulation at 2.30 volts. It was reported that the patient had been ill and in the hospital and clarified that this was not related to the device. Additional information was requested, but was not available at the time of this report. It was noted that the patient had bilateral ins systems present during the event. See manufacturer¿s report # 3004209178-2013-21224 for concomitant ins system information.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v151540, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).